Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report multiple issues with the one touch ultramini meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B)(6) 2010 the patient had difficulty programming the reported meter with the calibration code number, obtained "a fraction" on the display, was testing in the memory mode, and obtained an error 5 error message on the reported meter. The patient took the action of consuming more food and/or drink. Two days afterwards, the patient experienced the symptoms of fatigue, shaking, frequent urination, hunger and thirst. The patient received hcp medical attention and was hospitalized. The patient was treated with novolin n insulin 71 units and novolin r insulin on a sliding scale. Troubleshooting revealed the patient was incorrectly storing the test strips outside of the test strip vial, which can cause inaccurate readings and error messages. The issues were not resolved. The patient was incorrectly storing/handling the test strips. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter issues, and received treatment with insulin and was hospitalized. Therefore this complaint is being reported.